Event description:
During preparation for a medical procedure, the technologist used a penumbra system 5max ace reperfusion catheter and was noted to be broken. Reportedly, the sterile package was opened, but the catheter was not removed from the hoop. It may be possible that the tech was pinning down the catheter when the physician went to grab it, and then snapped it. A new device was opened to complete the procedure.

Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 1.0 cm from the hub underneath the hypo-tube. Conclusion: the complaint has been evaluated. The complaint indicates that when the user went to remove the 5maxace catheter from the packaging hoop they saw it was broken. Evaluation of the returned device confirmed a fracture in the catheter shaft approximately 1.0 cm from the hub underneath the hypo-tube at the beginning of the spiral cut strain relief. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may fracture in this location. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.